Event description:
It was reported that during a clinical trial working on adaptive compression therapy for venous leg ulcers (harding et al. 2016), one of the groups of study used the profore (multi-layer bandaging system, smith & nephew) six out of 37 patients suffered wound deterioration and required a medical intervention to preclude further injury. No further information is available about the patients' outcomes.

Manufacturer narrative:
The device, intended for use in treatment or a control sample, has not been returned for evaluation. This is understandable as the complaint has been raised following a published literature review of profore conducted in 2016. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. Medical/clinical investigation concluded that the information provided was via a literature review. However, without the requested patient specific information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A risk management review has taken place in relation to this complaint, the risk file states that local infection and maceration can be caused when exudate soaks through the bandage. Also stated is that incorrectly applied bandages, patient tampering and bandages not left on long enough may also lead to local infection and delayed wound healing. A review of the instructions for use found adequate warnings, precautions relating to the product range. Profore is a multi-layer compression bandaging system developed to apply sustained graduated compression for the management of venous leg ulcers and associated conditions. Profore can be worn for up to 7 days, depending on the level of exudate. At the start of treatment, it may be necessary to change the bandage twice a week as the oedema reduces. A review of the device history has also not been possible, as no lot/part number has been provided, however all products released are done so according to design specification, there is no indication that the product failed to meet this. Complaint history for the reported failure has been reviewed, revealing further instances in the past three years. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.